Event description:
The customer reported that after a completed seal cycle during a gynecological procedure, the instrument would no longer open. No further information has been provided.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.